Event description:
A physician reported a pt who was originally skin tested on 8/7/1998 with negative results. On 8/27/1998, the pt was treated with two formulations of product in the glabella, nasolabial folds, the vermilion borders and the oral commissures. The physician did not observe any unusual blanching or color change at the time of treatment. About two weeks after treatment, the pt noticed swelling at the glabella. On 10/27/1998, the physician noted an abscess, described as a fluid filled cyst at the glabella, and some "itching" at the vermilion border treatment sites [onset date unk]. The physician performed an incision and drainage of the abscess, which produced a small amount of purulent drainage. The drainage was not cultured. Oral cipro and topical retin-a to the verimilion border treatment sites were prescribed. The physician believed the abcess and the itching were related to a hypersensitivity to the collagen.